Event description:
It was reported that during clinic follow up, the atrial lead exhibited noise over sensing resulting in inappropriate auto-mode switch episodes. The noise was not reproducible via isometrics testing. Programming change was performed. The patient was stable throughout.